Event description:
It was reported that three weeks prior the right ventricular lead exhibited high capture thresholds and a drop in r waves. On (B)(6) 2017 the physician elected to reposition the lead but during the procedure the physician had difficulty inserting the stylet. The physician then explanted the lead but noted insulation damage. The patient was in stable condition before, during and post surgery.